Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while filling the cartridge. The customer's blood glucose level was 200 mg/dl and it was addressed with a bolus. It was noted that the customer would call their healthcare provider to obtain backup insulin therapy.